Event description:
A pt's implanted device system was explanted and replaced with an alternate manufactures device system. Following the procedure, the pt recovered without sequela. The reason for the replacement device surgery was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis of the pulse generator (model: 37711, sn#: (B)(4)) revealed that the rechargeable device was functionally ok, however, the battery had reduced capacity due to being over discharged. A power on reset condition occurred, and the device was recharged using a physician mode recharge. No telemetry was observed using a model 8840 programmer. No output was observed on any electrode pair tested at the distal end of the extension. Two setscrew grommets, in addition to the access hole adhesive was found to be loose. Analysis of the lead (model: 3999, sn#: (B)(4)) revealed no significant anomalies. Conductors #3 and #7 were found broken near the connector end weld site. Conductors #0 thru #7 were found to be stretched at the proximal end, while conductors #4 thru #7 were stretched at the distal end. Continuity was found to be acceptable on #'s 0, 1, 2, 4, 5, and 6. No sorts (dry) were found. Analysis of the extension (model: 37082, sn# (B)(4)) revealed no anomaly. Continuity was found to be acceptable. Analysis of the implantable pulse generator plug revealed no anomaly.